Event description:
It was reported that pump volume discrepancies had occurred. The dates and volumes of the discrepancies were unknown. The event occurred during device follow-up. A catheter occlusion was also reported. The location of the occlusion was unknown. No diagnostic testing or troubleshooting was performed. The cause of the device issue was unknown and it was not resolved. The patient experienced underdose symptoms. The pump and catheter were explanted and replaced on (B)(6) 2015. Patient status at the time of the report was alive with no injury. The device system delivered hydromorphone. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8578, lot# n290996014, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type: catheter; product ID 8590-1, lot# n277964, implanted: (B)(6) 2011, product type: accessory; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump, model# 8637-20, sn (B)(4), found overinfusion of unknown root cause. During repdwi1476 testing, the pump was found to be overinfusing by more than 14.5%, at standard test conditions and typical therapeutic rate (300 ul/day). Per the deviation, this pump could/will be subjected to CT scan and possible long-term dispense and weight testing, using last known infusion rate from full to empty. Analysis of the catheter, model# 8578, lot# n290996014, found no significant anomalies. Interrogation of the pump revealed the pump was used to infuse hydromorphone and clonidine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.